Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation physio-control observed that the device would deliver an inaccurate energy level. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient use reported with the observed critical issue.